Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to high impedances on both leads. Surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.